Event description:
It was reported to philips that an image disk full caused exposure failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service realigned ippc cables and bypassed the disk tray. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).